Event description:
It was reported that during a prostate procedure, the fiber tip came off inside of the patient. The physician was able to remove the fiber tip "without any problems." Patient outcome: "ok". "Patient was not hurt" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached; the metal cap was returned; the glass cap exhibits mild devitrification at the output window; the glass cap exhibits mild detritus adhesion; the metal cap adhesion location exhibits burnt glue; the outer flow tubing open end exhibits scratch marks and is deformed at the open end; the metal cap exhibits mild detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.